Manufacturer narrative:
During routine preventive maintenance (pm) testing at intuvie, the pump failed the ground resistance test, measuring 0.546 ohms, which exceeds the acceptance criterion of < 0.1 ohms. A review of the device¿s serial number history did not identify any similar complaints. The failure mode was confirmed during testing. The probable cause was determined to be a component failure. Corrective action will include replacement of the mainboard and wireless board to resolve the issue. Reference to complaint#: (B)(4).

Event description:
During routine preventive maintenance (pm) testing at intuvie, the pump failed the ground resistance test, measuring 0.546 ohms, which exceeds the acceptance criterion of < 0.1 ohms. A review of the device¿s serial number history did not identify any similar complaints. The failure mode was confirmed during testing. The probable cause was determined to be a component failure. Corrective action will include replacement of the mainboard and wireless board to resolve the issue. No patient involvement or user harm was reported.

Manufacturer narrative:
During the repair process, a plastic piece on the mainboard was broken. The board cannot be replaced due to a lack of stock for the older model mainboard and wireless board pcbas. As a result, the pump is scheduled to be scrapped. Reference to complaint#: (B)(4).